Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 6972 implantable pacing, lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to rising impedance and capture thresholds. No patient complications have been reported as a result of this event.